Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents. No damage was found on the lcd isolation tape during our visual inspection. The insulin pump was monitored and no unexpected failed battery test alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 325 mg/dl. After troubleshooting, customer changed battery and experienced a blank screen display. Customer was calling back after receiving new battery cap. Customer was advised that insulin pump would need to be replaced.